Manufacturer narrative:
This product investigation is still in progress. This report will be updated when product investigation is complete.

Event description:
It was reported that the patient with this pacemaker exhibited rates in the 30-40 beats per minute (bpm) range. There were pacing spikes noted with apparent loss of capture (loc). The device remains in service. No adverse patient effects were reported.